Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing pain and irritation at the infusion site while using the infusion sets. He stated that a "couple" of times, the headset cannula was bent. He stated that he did not see any insulin leaking from the infusion set but he could smell insulin. He used the insertion device to insert the headset. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.